Event description:
Information was received from a consumer regarding a patient receiving ¿generic morphine¿ via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was not working for some reason. The patient stated that they couldn¿t connect. Per the patient, when they "push the button to connect to bolus, it's just saying it can't connect". The patient also mentioned that maybe a month ago they thought it was about the low battery. The patient added that they also noticed that the handset time was not correct, but the handset was "working fine but got lost and won't hold a charge". The agent suspected the connection lag issue, so they reviewed data and assisted the patient with deleting the data. The agent also assisted the patient with manually changing the date and time on the handset. The patient then mentioned that the communicator was not turning on and that they needed to charge it, so the agent was unable to get the patient connected to their pump during the call but advised the patient to charge the communicator and then call back if additional assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.